Manufacturer narrative:
A visual examination of the returned capio slim revealed that the device does not have any visual failure or functional issues. The carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot and the needle was not detached. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the product returned does not have the needle detached nor functional issues. Based on all gathered information, no further actions are considered necessary. The most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a total vaginal hysterectomy, anterior and posterior repair, sling, sacrospinous suspension procedure performed on (B)(6) 2015. According to the complainant, during the procedure and outside the patient, the needle was noticed to be missing from the suture after the physician had difficulty loading it to the capio slim device. X-ray of the abdomen was performed and the result is negative. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the problem of needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a total vaginal hysterectomy, anterior and posterior repair, sling, sacrospinous suspension procedure performed on (B)(6) 2015. According to the complainant, during the procedure and outside the patient, the needle was noticed to be missing from the suture after the physician had difficulty loading it to the capio slim device. X-ray of the abdomen was performed and the result is negative. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.